Manufacturer narrative:
Sensory medical made multiple attempts to obtain information relevant to the investigation. Thirteen (13) attempts were made with the dme and the mother of the child to gather details surrounding the reported events without success. The mother stated that her child broke the camera (technology hub) and damaged the canopy. A replacement canopy was sent to the complainant. The manufacturing records for the order number reported were reviewed and all inspections passed the acceptance criteria. The customer was provided a shipping label to return the damaged product, but tracking information confirms the product was never returned. Multiple statements are made in the cubby bed user manual regarding the safe use of the bed to prevent elopement and other safety concerns. Page 3 contains a warning "you are responsible for providing adult supervision when using this product. Page 3 of the user manual contains the warnings and precautions, specifically to contact cubby beds immediately if there is any damage. Page 5 contains a parts list, which includes the locks. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. Page 22 of the user manual, maintenance checklist, describes to discontinue use of the bed if anything is damaged or missing. Page 23, "how to care for your cubby": safety sheet care - hand wash cold water, use cold water and mild detergent, delicate machine wash, if needed, do not dry clean, do not iron, hang to dry. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. The complainant confirmed there was no injury or medical intervention as a result of the event.

Event description:
The dme reported that their client has damaged the bed: the child broke the zippers of the tech hub and eloped, and broke the safety sheet zipper and eloped from the bottom of the bed. The dme states he has photos of the damage and video of the child eloping. The dme provided 3 photos: two were of the tech hub damage where the light was separated from the housing; one photo showed the door zipper slider was off the track (chain) of the zipper. The dme provided a video that shows the child poking his head through a tear or separation of the canopy roof. The dme confirmed there was no injury as a result of the events.